Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements of greater than 125 ohms. Technical services (ts) was consulted and recommended an in-clinic evaluation. No adverse patient effects were reported. This ICD remains in service.